Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes. According to the rptr when the device was powered on, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. Connections were checked and the electrode replaced, bu the rptr stated the device continued to alarm "connect electrodes." The rptr further stated the cable and electrodes connections were again checked and rechecked and after approx 5 minutes, the "connect electrodes" message cleared and the "analyze" button was pressed. The device advised a shock and a countershock was delivered. The rptr stated the pt's rhythm was converted to asystole which the device would not shock and the pt was not resuscitated.